Event description:
Customer reportedly obtained a result of 1.6 inr on the coaguchek xs system and 2.4 inr on a professional coagulation device during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system for eval, however, customer reports strips are unavailable for return.